Manufacturer narrative:
(B)(4). Investigation results: received one speedband superview super 7 with the ligator head for analysis. A visual examination of the ligator head found six bands present with some bands were moved out of heir positions and one band was caught under other band. It was noticed that the ligator head teeth were bent. The suture was broken with one section attached to the trip wire loop and the other was attached to the ligator head. The trip wire is not broken, was completely rolled in the handle assembly and was secured in the handle assembly slot when received. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No issue was noted with the handle assembly. Based on the evaluation of the returned device, the device showed neither evidence of the alleged issue nor any defect which could have contributed to the complaint. Therefore, it was concluded that the investigation conclusion code of this event is "no problem detected" since the device complaint or problem cannot be confirmed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2019. According to the complainant, during preparation, it was noted that the trip wire was broken when the device was removed from the package. Seven bands were deployed, and the last band was 32cm from the incisors. The procedure was completed without bleeding and with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2019. According to the complainant, during preparation, it was noted that the trip wire was broken when the device was removed from the package. Seven bands were deployed, and the last band was 32cm from the incisors. The procedure was completed without bleeding and with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.